Event description:
The electrode array of the patient's device is reportedly partially inserted into the cochles. Additionally, the array reportedly was damaged during the initial surgery or a revision surgery done 2 years ago. The reason for the revision surgery was not specified. As a result the patient reportedly is not receiving adequate benefit from the device. The surgeons reportedly have decided to implant the contralateral side in the near future.